Event description:
It was reported that during preparation for unspecified procedure, the camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E1 full address: (B)(6). Three attempts were performed to obtain additional information, but no response was received from the customer. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the camera connector is broken, and normal communication was not possible, resulting in the phenomenon that the image does not appear. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for unspecified procedure, the camera head had no image. There were no reports of patient harm.